Manufacturer narrative:
Device unique identifier (B)(4). Approximate age of device - 5 months. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The manufacturer was advised that the explanted pump would not be returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on 06/15/2015, the patient was found down after experiencing a seizure. The patient was found to have a large intraparenchymal hemorrhage and underwent a decompressive hemicraniectomy on (B)(6) 2015. Later that day, the patient underwent another craniotomy for evacuation of a large epidural hematoma. On (B)(6) 2015, a head computerized tomography (CT) scan revealed that the fluid collection in the head was decreasing. The patient was started on a heparin gtt and daily coumadin. Over the next several days, the patient became less responsive and stopped talking and following commands. On (B)(6) 2015, an immediate head CT scan was completed which revealed a widespread development of subarachnoid and intraventricular hemorrhage. The family elected to withdraw care and the patient expired on (B)(6) 2015. It was reported that there were no device related issues and the pump was working appropriately.